Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista? MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7075681. The leads were received for analysis and exhibited normal characteristics and passed all tests performed.

Event description:
It was reported that the patient experienced a loss of therapy and felt a tingling in their ear. Re-programming was attempted but unable to restore coverage over the required targeted area. An x-ray was performed and it showed that the leads were in the correct position. The patient underwent a procedure where the leads were removed and replaced. Additional information was received that the patient was doing well post operatively and therapy was restored.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista? MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7075681.

Event description:
It was reported that the patient experienced a loss of therapy and felt a tingling in their ear. Re-programming was attempted but unable to restore coverage over the required targeted area. An x-ray was performed and it showed that the leads were in the correct position. The patient underwent a procedure where the leads were removed and replaced. Additional information was received that the patient was doing well post operatively and therapy was restored.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista? MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced a loss of therapy and felt a tingling in their ear. Re-programming was attempted but unable to restore coverage over the required targeted area. An x-ray was performed and it showed that the leads were in the correct position. The patient underwent a procedure where the leads were removed and replaced.